Event description:
It was reported by pt that she underwent total hip arthroplasty in 2007. Post-op, she experienced pain and her surgeon has recommended a revision of the durom acetabular cut. The revision has not been scheduled yet.